Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0202492. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a sample could not be provided, based on the description of the event, our team of quality engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd will continue to track and trend for this issue.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter extension tube ruptured under high pressure during the CT exam. The following information was provided by the initial reporter, translated from (B)(6) to english: "the extension tube was burst during CT examination" "the injection was carried out under high pressure, and the pressure value was not more than 300psi. After the tube burst, the indwelling needle was replaced for re-examination"